Event description:
It was reported that during a lower limb stenting treatment procedure, a guide wire tip detachment occurred. The target lesion was a chronic total occlusion (cto) located in the mildly calcified and mildly tortuous iliac artery. During the procedure, the 300cm x 8cm v-18 radiopaque guide wire tip detached during the crossing of the cto lesion. The detached tip was removed with a snare. The procedure was continued with another v-18 poly tip guide wire. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis and before the decontamination process, it was noted that the device presented distal tip damage. The device was received loaded in the hoop. Visual inspection was performed and the device presented a fracture at 297.7cm from the proximal section. The section which was fractured was sent for external analysis which determined that the failure occurred due to a fatigue event in three directions followed by a final torsional overload. No material anomalies were found. The od of the device was measured at two locations where damage was not noticed and the guide wire was within od specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lower limb stenting treatment procedure, a guide wire tip detachment occurred. The target lesion was a chronic total occlusion (cto) located in the mildly calcified and mildly tortuous iliac artery. During the procedure, the 300cm x 8cm v-18 radiopaque guide wire tip detached during the crossing of the cto lesion. The detached tip was removed with a snare. The procedure was continued with another v-18 poly tip guide wire. No further patient complications were reported and the patient's status is stable.